Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
The PICC catheter broke during flushing. The hub & also the tip of the catheter were found broken upon removal.